Event description:
This 51-yr-old female had silicone breast implants implanted in 1978. The MFR of this device is unknown to the reporting facility as they were not implanted there. The pt presents with symptoms of pain in both breasts and desires explantation. Gross exam shows the right breast implant is ruptured and the left one is intact. Micro exam shows both capsules are devoid of any acute or chronic inflammation.